Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that, on x-ray during a clinic visit, the pt was noted to have a bend relief separation form the outflow graft. The pt reportedly remains ongoing on lvad support, is asymptomatic and doing well. The hospital's decision on the next step for the pt's course of treatment is pending.